Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract a dual coil aicd lead due to malfunction. The physician first utilized a 14fr spectranetics glidelight laser sheath but encountered stalled progression in the subclavian and decided to upsize to a 16fr glidelight laser sheath. He was able to advance past the proximal end of the superior vena cava (svc) coil when a drop in patient blood pressure was noted. Pressure went from 105/60 to 62/35. Rescue efforts commenced immediately. Injury was located, controlled, and repaired. The tear was located in the svc and approximately 3cm in length. Physician stated the patient was doing well the next day and expected to make a full recovery.